Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The insulin pump passed the self test, off no power test, reset error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery alarm test. The operating currents were within specification. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for no delivery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.